Manufacturer narrative:
Based on the investigation analysis, the reported event at 9:24 am est on (B)(6) 2023, could not be confirmed as there was no corresponding calibration entry at the time. However, the calibration entry of 49 mg/dl at 9:17 am est on (B)(6) 2023, displayed better agreement with the sensor reading of 40 mg/dl at the time. The reported event happened during the early sensor wear after sensor insertion, and during the initial settling period after sensor insertion, there could be chances of temporary mismatch, which would eventually normalize as the sensor stabilizes.once the sensor recovered after insertion, the system began performing within expectations and there was better accuracy between the sensor readings and fingerstick measurements. H3. Device evaluated by manufacturer?yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On may 16, 2023, senseonics was made aware of an adverse event where the user received a false hypoglycemia alert due to a sensor inaccuracy.